Event description:
Reporter alleged obtaining the results of 152 mg/dl and 60 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that she felt like she was hypoglycemic and she took sugar pills, then drank 3 glassed of orange juice and felt better in 20-25 minutes. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.